Event description:
The complaint/event occurred on an unspecified date and involved a 28 cm (11") add-on set w/check valve, vented cap. The line reportedly disconnected during unscrewing of the cap from one of the lines. The customer stated that different parts of the device have a gluing problem. The customer stated no additional information is available for this incident. There was no harm reported as a consequence of this event.

Manufacturer narrative:
The device is not returned for evaluation, however, a device history review will be performed.

Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.